Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the device was not cutting properly and the roller was jamming; signs of corrosion on the roller. The cutter was found damaged and the roller was discolored. The cutter and roller were replaced and resolved the reported issue. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that roller no longer cuts well, jams, and was covered with pitting corrosion. No harm occurred. The event occurred during sterilization. No additional skin graft was required.